Event description:
It was reported that water was found inside the inspiratory section of the ventilator. There was no patent harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of water was found in the inspiratory side of the ventilator. The inspiratory was internally cleaned and dried, the ventilator tested normal and was cleared for clinical use. No parts were replaced. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits, which might lead to a ventilator malfunction. The origin of the water inside the inspiratory section was unknown.